Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient developed staphylococcus epidermidis peritonitis due to a touch contamination that occurred from disconnecting in the middle of the night. The patient visited the emergency room on (B)(6) 2015, and was treated on ceftazidime 1gm and vancomycin 2gm via peritoneal dialysis solution. On (B)(6) 2015, the patient was feeling better despite but her dialysate fluid remain slightly cloudy. The patient was instructed to perform manual treatment for a week when they would be instructed to resume cycler treatments.

Manufacturer narrative:
Plant evaluation documented no signs of any physical damage during external visual inspection. The heater tray/scale was not obstructed. During the treatment set up, an m71.2 pressure leak alarm support code occurred. The fault was repaired by replacing control valve #4 (pump b - out). After replacing control valve #4, a simulated treatment was completed without any further alarms or problems occurring. After replacing valve #4, the valve actuation test passed after replacing valve #4, the system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
This type of peritonitis is unlikely related to fmc products as it is likely related to a poor aseptic technique or touch contamination during disconnection reported prior to the event. A supplemental report will be submitted upon completion of plant's investigation.